Manufacturer narrative:
(B)(4). Date sent: 4/17/2023. Batch # unk. Additional information was requested and the following was obtained: "a mcm20 with the ¿black handle¿ jams during firing. This happened during the vessel harvesting phase of the procedure. Half way through the firing cycle the device jams and the clips are malformed or will clip halfway on the vein often tearing it. No blood loss during procedure. Cross clipped, difficult to fire, malformed clips and tearing the vein. Feels like they are going to break the device since it is so hard to fire it. No direct patient consequences due to the product being used on the saphenous vein on the back table. Cases are 6-8 hours long." "Please provide more details, was there any bleeding? No if yes, how was the bleeding controlled? Na what amount of blood loss (mls) occurred? No was a transfusion required? No was there any change to the procedure as a result of the event? No what is the current patient status? Discharged home *the saphenous vein is outside of the patient when the product malfunctions, so no bleeding. Concern is that the device has torn the vein which is being prepared as a conduit for the bypass portion of the CABG" an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an CABG-saphenous vein harvesting procedure, the devices are not firing smoothly, and clips are malformed. It was hard to fire and four separate instances the saphenous-ima was damaged and torn. There was plenty of length to complete the procedure. No other information could be provided. There was no patient consequence.